Event description:
Additional information indicates that the patient was healing from infection secondary to leukemia. The rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis and erosion. The rv lead was tunneled to the pectoral pocket and was connected externally to the temporary pacemaker. There were no additional adverse patient effects reported. The rv lead remains in service.